Event description:
It was reported a patient underwent a total knee procedure on an unknown date in 2023 and topical skin adhesive was used. Post op, patient developed a blistering reaction. Product was removed on and anti-biotics were given. The patient is doing fine.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received what is the procedure date? Unknown. What date did the blister reaction occur on? Unknown what does the reaction look like and how large of an area does the reaction cover? Photos. Do you have any pictures of the reaction? Photos were given to rapid response team. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product was removed on patient and anti-biotics were given. If medication was required, please clarify if it was prescription strength. Unknown. Can you identify the lot number of the product that was used? Unknown. What is the most current patient status? Patient have recovered. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Prineo was used on other total knee. Additional information has been requested however not received if further details are received at a later date a supplemental medwatch will be sent. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID,, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.